Manufacturer narrative:
Manufacturers ref# (B)(4) e1) address 1: no. (B)(6), g4) similar to device marketed under 510(k)/PMA: k233680. Investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: after unpacking the package, the physician checked the product and found no abnormalities. The femoral vein delivery system along with the filter was advanced. However, during the delivery process, resistance was found to make it difficult to push, and the physician did not dare to forcefully push it. Therefore, the filter was removed from the patient along with the delivery sheath, and the filter was pushed out of the delivery sheath and released outside the patient. The plan was to change to release it through jugular vein delivery, but due to patient intolerance, jugular vein release could not be performed. So the new filter was reopened for femoral vein release, completing the procedure. Patient outcome a section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Summary of investigational findings: resistance was noted during advancement of the celect-pt filter from femoral approach. The sheath and the filter were removed and another filter was successfully placed. The complaint reported by the user was confirmed. The complaint is confirmed based on visual and/or functional inspection. The entire device and photographic evidence were returned for evaluation. The device evaluation determined the following: the pre-dilator, the jugular introducer, the introducer sheath, the femoral introducer, and the celect-pt filter were returned. One of the secondary filter legs was out of shape. The introducer sheath had kinked and major indentations were noted in the most distal tip. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. The review of the relevant manufacturing records confirms the failure has not previously occurred for this manufacturing lot. Prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. Cook conducted a review of the packaging label (whole device), which revealed no discrepancies. There is evidence to suggest that the user did not follow the instructions for use and/or label. A definitive cause could not be determined from the investigation. Possible causes may include a kink in the sheath preventing the filter and the femoral introducer from proper advancement. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.